Event description:
Subsequently, additional information was received that this lv lead dislodged again. The decision was made to replace this lv lead. It was suspected the dislodgement occurred due to patient anatomy. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged after mitral valve implantation. The physician tried implanting this lv lead again, but failed due to high thresolds and phrenic nerve stimulation. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.